Manufacturer narrative:
Concomitant medical products: product ID 8703w, lot# l59330, implanted: (B)(6) 1999. Product type: catheter. (B)(4).

Event description:
It was reported the patient experienced erosion, fever and infection of the device pocket. The date of onset of infection was (B)(6) 2013. Antibiotic treatment was necessary. The pump was to be explanted the next day. Patient status was alive - no injury. The pump was delivering baclofen. It was later reported an explant was planned for (B)(6) 2013. The patient was doing well.